Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/19/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: did the event occur during one or multiple patient procedures? Dr. Aycinena has only reported the event occurring in one procedure at the time of this complaint. What is the total number of procedures? 1 have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No other reports have been created at the time of the event. An additional report/event occurred following this event reported in (B)(4). If this event occurred in multiple procedures, please provide the following information for each patient event. Will continue to report any specific cases per patient that dr. Aycinena has issues. Device return status. Please document the shipment tracking number: device has not been sent. Require shipper kit to be sent to preston parrish at 1113 pine grove drive alpharetta ga 30009 for device to be sent back.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the event occur during one or multiple patient procedures? - waiting on information from dr. Aycinena regarding the total number of procedures impacted. What is the total number of procedures? Waiting on response from dr. (B)(6). Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). First time dr. Aycinena has brought up experiencing issue. Will document additional events in separate reports once a response is received from dr. Aycinena regarding how many times this has occurred. What is the total number of products involved in this event? 1 product involved in this event. If this event occurred in multiple procedures, please provide the following information for each patient event. Will provide once more information is available from dr. (B)(6). Device return status. Please document the shipment tracking number: need shipping kit sent to sales rep to return the device. Dr. (B)(6) stated that he had felt a difference in the barbs for the past three weeks, but did not directly reference other specific cases he had seen. Waiting for dr. Aycinena to provide additional feedback and data on how many potential cases were impacted. Once more information is gathered I will submit appropriate product complaints for each with total number of procedures accounted for. Device is available for return need shipper kit sent to sales rep. Source for all follow up questions is dr. Aycinena who was performing the procedure. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral strength = 2360 g/m.

Event description:
It was reported that a patient underwent a robotic colectomy procedure on (B)(6)2023 and barbed suture was used. During the procedure, the barbs on the stratafix symmetric were duller than they have been in the past, and he did not feel that the barbs were holding the tissue as securely. This was noted while he was performing a robotic colectomy. They mentioned that he had felt this had been a trend while using the stratafix for the past three weeks. He has been using the same technique with the stratafix for the past 6 years and follows the IFU. No delay in procedure. No fragments were generated. Procedure was completed successfully. There were no patient consequences. No adverse patient consequences were reported. Additional information was requested.